Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was walked through the pairing process. Patient was instructed to forget all devices listed in the bluetooth menu, disable bluetooth, close all running applications, insert a new sensor, re-enable bluetooth, and re-launch the g5 application, which was successful: device has paired. No additional patient or event information is available.